Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that, during the insertion of catheter with injector bubble patient experienced hurt and ended up with bag full of blood with urine. Also stated that the catheter tends to come loose a lot of time. No medical intervention reported.

Event description:
It was reported that during the insertion of the catheter with injector bubble the patient experienced hurt and end up with a bag full of blood with urine. Also stated that the catheter became loose lots of time. No medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to perform due to the unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews. Correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.